Event description:
It was reported that during a device change out, insulation anomaly was observed. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.